Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The physician reported that the subject atrial lead dislodged from the patient¿s right atrial appendage. A re-intervention was performed for the purpose of re-fixing the lead. As the lead had been dislodged into the ventricle, it was attempted to pull the lead back into the atrium; however, the lead tip became stuck around the tricuspid valve and was unable to be moved back further. The physician gave up re-fixing the lead in the atrium and had the lead tip fixed at the site where the lead tip was stuck. Instead of implanting a new atrial lead, the physician reconnected the subject lead to the pacemaker and reprogrammed the pacing mode to vvi.